Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touch screen was unresponsive after the pump was bumped into an object. The customer's blood glucose was 101 mg/dl. Reportedly, customer reverted to an alternate pump for insulin therapy.